Manufacturer narrative:
Follow up 23-aug-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample investigation for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 05-sep-2016: no response to final follow-up attempt was received from reporter. Health authority reference number was received ((B)(4)). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified and it occurred about 10 years after essure insertion. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a 45-year-old female patient who had essure (ess205) (batch no. 509804) inserted for sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure (ess205). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Lot number: 509804 manufacture date: 2006-03 expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-nov-2020: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a 45-year-old female patient who had essure (ess205) (batch no. 509804) inserted for sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure (ess205). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 04-aug-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006 for sterilization. Consumer reported that, on (B)(6) 2006, she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment, she developed several physical complaints. In the meantime, consumer has had follow-up treatment on (B)(6) 2016 and the xenobiotic material has been removed. Because of the complaints consumer is being impeded in her normal daily functioning and is suffering from injury. Follow-up information is expected. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified and it occurred about 10 years after essure insertion. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.